Event description:
It was reported that pump displayed cartridge change error during use, and caller contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed cartridge, inspected and confirmed intact o-ring, checked pneumatic tap for debris, cleaned area, reattached cartridge ensuring it was fully seated, followed on-screen steps to complete load process, and successfully resumed insulin delivery, with no further issues reported.